Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd signal wire fluid damage.based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire.in addition, our technician confirmed that the angle wire fluid damage, the down pulley wire fluid damage, the junction case broken, the segment corroded, the control body corroded, the ccd drive pcb corroded, the glass rod corroded, the suction channel leak, the root brace rubber (lg connector) cut, the distal body worn out, the bending rubber gluing poor finish, the left pulley wire rupture, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure.there was no report of patient harm.video image failure(fluid damage)